Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by spouse to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Patient's spouse deactivated pod and gave her 5 glucose tabs (5 grams each), a quart of pedialyte and 2 sandwiches. Symptoms continued, including headache and pain at the infusion site (leg). The patient was treated with compazine intravenously (IV) and tylenol; IV was replaced with benadryl because of a reaction to the compazine. Patient also had a computed tomography scan and a heart scan due to high blood pressure. Patient was released the following day. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 10:00pm (pod applied); bg(mg/dl): cho(g): bolus(u): (following day); 12:00pm, 212, 65, 12.7.